Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having discomfort at the ipg site. It was noted that the patient's ipg moved two inches towards hip. The patient underwent a revision procedure wherein the ipg was relocated.